Manufacturer narrative:
Follow-up submitted to report the mattress cover was replaced.

Event description:
It was reported via repair work order that the mattress cover has a hole with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the mattress cover has a hole with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.